Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd her scs system on (B)(6) 2011. It was reported that after the ipg was implanted, the pt programmer revealed an ipg battery low message. It was reported that the low battery message was most likely related to battery passivation. The physician decided to open the ipg pocket in order to explant and replace the ipg during the procedure. The low battery message was successfully cleared the next day following the explant procedure. The explanted ipg was returned to the manufacturer for analysis on (B)(6) 2011.